Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis revealed that the device did not meet its projected longevity. Both loaded and unloaded pacing current drain levels were higher than normal for this device and caused the early battery depletion and long charge time. The cause of the high current drain was not identified as the device was damaged during analysis. Further analysis of the device identified four leaky battery filter capacitors that caused the high current drain and early battery depletion.

Event description:
Asku